Event description:
New heparin bag hung (B)(6) 2025 1721 at 35.8 ml/hr. Heparin rate change 03/03 2037 to 33.7 ml/hr. Heparin bag (25,000 units in 500 ml) empty 03/03 2258. Stat ptt >200, anti-xa >2.0. No bleeding noted, heparin held.